Event description:
It was reported during the patient's lead replacement procedure (reference MFR. Report:1627487-2015-23121), the physician was unable to implant the new lead due to scar tissue as neuromonitoring indicated there was too much pressure on the patient's spinal cord. As a result, the procedure was abandoned and the entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.